Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that both anchors backed out after the surgery. The anchors were removed and an xtend plat was placed over the coalition mis ti spacer. The anchors were removed after the case.

Manufacturer narrative:
The part was not returned for evaluation. The purpose of this rationale is to determine the risk associated with "migration/displacement of screw/anchor". Associated with "migration/displacement of screw/anchor". The sales rep was contacted and shared two lateral x-ray images that showed a coalition mis anchor migrated anteriorly and was not blocked by the spacer's set screw. The x-rays were taken at a post-op follow-up appointment. A revision surgery was scheduled to address the backout, and the rep shared that during the revision surgery, after the surgeon dissected through the tissue to visualize the spacer, the surgeon noted the blocking set screw of the spacer was in the unlocked position. It is unclear whether the set screw was locked during the original surgery or if it became unlocked afterwards. No additional information was available. This evaluation determined that this failure was within expected risk; therefore, no further actions will be taken at this time. The following sections were updated for this supplemental report. B4, b7, g6, h2, h6, h10.

Event description:
It was reported that both anchors backed out after the surgery. The anchors were removed and an xtend plat was placed over the coalition mis ti spacer. The anchors were removed after the case.